Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on echo lumena instrument serial number (B)(4); no errors noted during testing, well fill appear acceptable and instrument resulted images as they visually appear. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative screening results on the echo lumena instrument.